Manufacturer narrative:
Results and conclusions: (stent deformation). (Lesion morphology ¿ 85% stenosis and severe calcification). (Deformation problem). (B)(4).

Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a severely calcified lesion in the rca with 85% stenosis but the device could not pass the lesion. The physician used a new device (same size) to complete the procedure. The lesion was pre-dilated. The device was inspected before use with no issues noted. No resistance was noted at the lesion. No clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. A number of struts on the 5th, 9th and 11th distal segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).